Manufacturer narrative:
No polymer single use straight irrigation/aspiration (I/a) tip was returned for evaluation for the report of the metal cannula being disconnected from the plastic threads; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue from the same customer entity. Because a sample was not returned by the customer and the review of the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. All I/a tips are 100% visually inspected during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported during three surgical procedure's the cannula became disconnected from the plastic supporting base (hub) on the handpiece. The handpiece was exchanged and the case was completed. No patient impact was reported. This is one of two reports from this facility. Additional information was requested and received.